Event description:
Customer reported that the touchscreen of their insulin pump was not responding, although it was not cracked or shattered. There was no adverse impact on the customer¿s blood glucose level. Despite performing a pump reset following instructions from technical support, the issue persisted, leading to the decision to replace the pump. Technical support arranged to send a replacement pump with updated software and provided guidance for its use, including putting the old pump into storage mode and returning it within 10 days using a pre-paid shipping label. Customer acknowledged and understood all instructions provided by technical support.